Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected, and brim cap looks intact and not separated from hub, hemostatic valve was pushed inside the hub sitting in vertical position, a second closer inspection was performed, and it was found with hemostatic valve dislodged inside of hub. Friction ring and brim cap remain intact. Additionally, the customer had also provided photos of the reported issue. Evaluation of the photos determined the hemostatic valve was observed pushed inside the luer hub. The dislodged condition noted on the hemostatic valve is related with the costumer complaint and may have appeared to have been caused by excessive force and handling being applied to the device, however, none of those can be conclusively determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the customer that during the procedure, before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the body, it was noticed that the port was damaged. The hemostatic valve broke free and pushed back into hub so it would have had blood return. The hemostatic valve/hub cap did not detach from the sheath. When the sheath was replaced, the issue resolved. There was no patient consequence. The customer's reported hemostatic valve separation issue is considered to be an MDR reportable malfunction. On 3/23/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the that the brim cap looks intact, and will not separate from the hub. Dilator was returned by the customer. The hemostatic valve was sitting in a vertical position as opposed to its usual horizontal and pushed inside the luer hub. The returned conditions were assessed and determined the file continues to be MDR reportable for the hemostatic valve separation issue.